Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a procedure, a foreign material was found on the stent. A 2.75x28mm promus premier stent was prepared for the procedure. Prior to entering the body, the physician noticed a fine hairlike plastic material attached to the stent strut. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at 7cm distal to the strain relief. An examination of the crimped stent identified no damage to the stent struts. However, white fibrous strands were caught on the stent struts. The material was light in colour and was caught on the stent struts. The foreign matter was forwarded to the materials characterization laboratory for analysis. Scanning electron microscope (sem) and fourier transform infrared spectroscopy (ftir) analyses were performed on the sample and concluded that the material was synthetic in nature and possibly a polyester fibre. An examination of the distal edge of the tip identified that the tip edge was pinched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a procedure, a foreign material was found on the stent. A 2.75x28mm promus premier¿ stent was prepared for the procedure. Prior to entering the body, the physician noticed a fine hairlike plastic material attached to the stent strut. No patient complications were reported and the patient's condition was fine.